Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of inaccurate flow rate. The unit was triaged and the reported issue could not be confirmed at this time. A device history record review cannot be performed due to an invalid serial number. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the customer, the unit was returned for an inaccurate flow rate.

Manufacturer narrative:
Adequate service information regarding this unit is not available at this time. Should this information become available, the complaint shall be re-opened and updated accordingly. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.